Manufacturer narrative:
.

Event description:
A report was received that the patient was experiencing heating at the ipg site and was having difficulty in charging the ipg. It was observed that the ipg had migrated to the surface and laid against the skin and ipg was protruding. The patient underwent revision wherein ipg was replaced and the new ipg was repositioned. Device malfunction was suspected. The patient was doing well post operatively.

Event description:
A report was received that the patient was experiencing heating at the ipg site and was having difficulty in charging the ipg. It was observed that the ipg had migrated to the surface and laid against the skin and ipg was protruding. The patient underwent revision wherein ipg was replaced and the new ipg was repositioned. Device malfunction was suspected. The patient was doing well post operatively.

Manufacturer narrative:
The explanted ipg was not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.